Manufacturer narrative:
The cusa excel 23khz straight handpiece (c2600) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit showed that the handpiece works perfectly, and the error mentioned by the customer could not be confirmed. However, it was found that the transducer was twisted in the handpiece housing because the torque base was not used or not used correctly , which is a user error. To resolve the issues, the wires (red, green, white) on the connector side have been resoldered, the housing and o-rings were replaced and calibration and final test according to manufacturer's specification have been performed. Root cause - the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. In relation to the handpiece overtorquing - the ability for customers to execute the instructions as written in the current user manual was previously verified by conducting a usability study. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa excel 23khz straight handpiece (c2600) had a double cracked housing. Additional information received indicates that the handpiece blew the fuses in the operating room. This cause the entire anesthesia monitoring system to fail, which was a dangerous situation for the patient. This issue extended the surgery time by 60 minutes and treatment outcome was compromised / patient hazard. An immediate action resolved the issue. No further information is available.